Event description:
It was reported that during a laparoscopic sigmoidectomy, the device started feeding the clips in a wrong position and clips fell out. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed two conforming clips and two clips with gap as the clips snapped towards the tissue stop. In addition the device locked out as intended. Please note the condition of the clips snapping towards the tissue stop is not related to the reported event; no conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.